Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low out of range pace impedances of 200 ohms on the right ventricular (rv) lead. In addition, pacing inhibition was observed. The rv lead was surgically abandoned and replaced. During the revision, the lead was tested via a pacing system analyzer, but the observations could not be confirmed. The pacemaker remains in service. No additional adverse patient effects were reported.